Event description:
Operative report shows pt had a right breast mass. Upon opening the capsule, free silicone gel was encountered and it was found that the shell of the prosthesis had virtually disintegrated; therefore, the right implant was removed and replaced.